Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic abdominoperineal resection (apr), after 1-2 minutes the device's jaw locked onto the tissue and was difficult to release and stiff to open. They opened the handle to release the tissue and another same device was used to complete the procedure. There was no patient injury.